Manufacturer narrative:
(B)(4). The patient was reported to have developed peritonitis on an unspecified date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the event and began treatment with unspecified antibiotics (dose, route, frequency, and duration not reported). At the time of this report, the patient was reported to have recovered from the peritonitis event but remained hospitalized. It was not reported if the patient was retrained on proper aseptic technique. Physioneal therapy was ongoing. Additional information is not available at this time.